Event description:
It was reported that the pacemaker migrated after implant. This right atrial (ra) lead was noted to be visibly stretched on fluoroscopy and had loss of capture. This ra was successfully explanted and a new ra lead was placed as well as new right ventricular lead and cardiac resynchronization therapy defibrillator. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker migrated after implant. This right atrial (ra) lead was noted to be visibly stretched on fluoroscopy and had loss of capture. This ra was successfully explanted and a new ra lead was placed, as well as new right ventricular lead, and cardiac resynchronization therapy defibrillator. No additional adverse patient effects were reported.